Event description:
A surgeon reported glistenings on the lens four months following bilateral intraocular lens (iol) implant procedures. Add'l info is not expected. There are two medical device reports associated with this event. This report is for first eye.

Manufacturer narrative:
Evaluation summary: the product was not returned. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The surgeon was unwilling to provide further info. (B)(4).